Event description:
Per the facility's risk manager - "((B)(6) female patient admitted to rehab unit from (B)(6) where she underwent orif after falling at home. Patient was transferred by nursing staff with use of encore equipment on (B)(6) 2011. Approximately 3 hours later (patient's) daughter reported to nurses that her mother was experiencing difficulty breathing and left rib pain. Patient reported she felt something pop in her rib area. Chest x-ray obtained and revealed minimally depressed rib fracture in the posterior left 6th and 7th ribs. The chronicity is uncertain per radiologist report. The rn documented in meditech for staff to use tempo and not the encore after the incident. Patient discharged to (B)(6) (B)(6) 2011.)" Manufacturer's note - the tempo is a passive floor lift as opposed to the encore, which is an active floor lift.

Manufacturer narrative:
This report is being filed under exemption (B)(6) by (B)(4) on behalf of the manufacturer medibo medical products (B)(4). Please note that while this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the manufacturing site arjo med. Ab ltd. (B)(4). As of (B)(6) 2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by medibo medical products (B)(4) and any medwatch reports will be submitted under registration # (B)(4). The information received to date has been from verbal communication between the facility and a representative of the manufacturer's sales and service unit subsidiary division. The details described do not necessitate an evaluation of the device itself. The manufacturer feels there is sufficient information already received to carry out an investigation covering the suspected root cause and any recommendations amongst other facts. Additional information will be provided following the conclusion of the manufacturer's investigation.